Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure of the implantable pacing lead (ipl), unipolar capture issue occurred even when placed in high voltage. Diagnostic testing/troubleshooting performed. The ipl was re-positioned several times, but the threshold was always very high and could not obtain unipolar measures. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.